Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the emergency room due to an unrelated device issue. It was then discovered, that the right ventricular lead exhibited a crack in the insulation and a loss of capture was also noted. The lead was explanted and replaced. No additional information was reported.